Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 33 mg/dl and 254 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: device manufacture date for meter (B)(4) is unknown. The device manufacture date is the complaint awareness date.

Event description:
A customer contacted baxter?s global technical service center to report a system error (se) 2240 (indicating air in the set) with the homechoice (hc) machine during dwell. The home patient (hp) was connected at the time of the alarm. The hp was advised to notify the registered nurse (rn) of the alarm. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. No details could be provided about the incident. The hp has continued therapy as usual. The device was discarded, no companion sample was available, and the lot number was unknown.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.